Event description:
According to the information received, the patient experienced acute vertigo with nausea and vomiting and a left occipital headache. The patient was hospitalized and a MRI was performed due to an increase of cerebellar symptoms and confirmed left and right cerebellar ischemic strokes of embolic orgin. The patient's international normalized ratio on admission was 2.0. A follow-up echocardiogram in 2001 revealed a "normally" functioning aortic valve. During hospitalization, the symptoms decreased progressively and the patient was transferred to a convalescent home the next month.